Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® edta 2k foreign matter was discovered inside the tube. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, fm was found to be adhered on the inside of the tube.

Manufacturer narrative:
H.6. Investigation summary: bd received [1] sample and [4] photos for investigation. Visual examination of the sample and photos were performed and revealed embedded fm in the sidewall of the tube. Embedded fm is, by its nature, isolated from any specimen, therefore it is a cosmetic defect. Bd was able to confirm the customer¿s indicated failure mode with the sample and photos provided. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. This complaint has been confirmed for the indicated failure mode h3 other text : see h.10.

Event description:
It was reported that prior to use with bd vacutainer® edta 2k foreign matter was discovered inside the tube. The following information was provided by the initial reporter, translated from japanese to english: according to the customer's report, fm was found to be adhered on the inside of the tube.